Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35t6e implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that no therapeutic benefit since receiving the implant. The patient stated that they had a reaction to the lead and the whole thing had to be removed. The patient reported that both the lead and the ins were removed on (B)(6) 2026. The patient mentioned that the reaction began near the beginning after implantation. The patient reported that the incision did not heal properly and became swollen, with bloody fluid coming out of the incision. The patient stated that their body was rejecting the implant and that they were unsure whether the reaction was due to the implant material or another cause. The patient also mentioned that part of the lead came out, which led the doctor to remove the entire system. According to the patient, during the first week after implantation the healing initially seemed normal and there were no problems with the implant. However, the wound later became tender and swollen, and when pressure was applied, bloody fluid would come out of the incision.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the body rejecting the implant and part of the lead coming out was unknown. The hcp reported the device was removed and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va35t6e, implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.